Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and diagnosed as in ventricular fibrillation. Three shocks were administered but, according to the reporter, the device would not transfer energy a fourth time. The device's hard paddles were used to continue the code but the pt was not resuscitated. The reporter indicated the alleged device malfunction did not cause or contributed to the pt's death because of the pt's lack of viability and immediate use of the device's hard paddles.